Event description:
Event determined to be reportable based on analysis approved 2007: it was reported that during a percutaneous coronary interventional (pci) procedure, the catheter was unable to cross the lesion. The location of the lesion is unknown. The taxus liberte 2.5mm x 12mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion due to the catheter not being flexible. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed that several stent struts were flattened throughout the length of the stent. This type of damage is consistent with the device encountering some form of restriction. The directions for use (dfu)state that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.